Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and high thresholds. Reprogramming occurred. The rv lead remains in use and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.